Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd arterial cannula with bd flowswitch¿ plastic catheter is inside the patient's thumb. The vascular surgeon is informed. The following information was provided by the initial reporter: the patient got his catheter yesterday before surgery. No problems when loading. Today, when the catheter is drawn, 3 centimeters of the catheter remain in the patient. The plastic catheter is located at the moment at the thumb and the vascular surgeon is informed.

Event description:
It was reported that bd arterial cannula with bd flowswitch¿ plastic catheter is inside the patient's thumb. The vascular surgeon is informed. The following information was provided by the initial reporter: the patient got his catheter yesterday before surgery. No problems when loading. Today, when the catheter is drawn, 3 centimeters of the catheter remain in the patient. The plastic catheter is located at the moment at the thumb and the vascular surgeon is informed .

Manufacturer narrative:
Investigation summary: 1 used sample without packaging and 5 representative samples were received for evaluation. All 6 samples were not decontaminated. All 6 samples were subjected to visual inspection to check on the catheter. Observed broken catheter from the 1 actual sample and the broken off portion of the catheter was examined under microscope and observed smooth edges at the edge of the broken off portion. No abnormality observed on the 5 representative samples. A device history record review showed no non-conformances associated with this issue during the production of this batch. Conclusion: there is no process in the manufacturing facilities could have cause the nonconformance and there is an automated vision to check and reject parts not meeting lie distance. The complaint will continue to be tracked and monitored.